Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence). A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 125 mg/dl.